Event description:
During patient treatment with the model 3100a, the mean airway pressure suddenly dropped to a low value and couldn't be adjusted up. The pt was bagged, then placed on another 3100a without compromise.